Event description:
The patient reported that a cut on their leg did not heal properly requiring approximately eight weeks of wound care clinic treatment. They expressed concern that the product may have contributed to the imapired wound healing.

Manufacturer narrative:
The patient reported that a cut on their leg did not heal properly requiring approximately eight weeks of wound care clinic treatment. They expressed concern that the product may have contributed to the imapired wound healing. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.